Manufacturer narrative:
Additional information: b5 -12.6mm vticmo12.6; -7.50/2.5/084 (sphere/cylinder/axis) should be corrected to 12.1mm vticmo12.1; -10/3.5/89 (sphere/cylinder/axis). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.50/2.5/084 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.